Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector being unlocked on the lcd board. The keypad traces were inspected and no anomalies were found. There was no cosmetic damage on the device. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's mother stated the down arrow, esc and act buttons are all unresponsive. Troubleshooting for keypad anomaly was performed. Customer was at school and the mother received a call that the buttons are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.